Event description:
A 2.1 inr with protime system vs. 3.3 inr with unspecified lab system. Patient therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer - no product returned from user facility. Results - customer complaint could not be confirmed.